Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the ultrasound gastrovideoscope had foreign material exiting the channel including the auxiliary water channel. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated with update to h3, h4,h6 coding. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, the suggested phenomenon was confirmed .however, the foreign material was unable to be further specified. There were scratches noted inside the biopsy channel. Although the device was reprocessed before sending it to the olympus, the detailed reprocessing procedure is unknown .however, a definitive root cause of the foreign material could not be determined. The occurrence of the reported incident can be prevented by adhering to the instructions for use (IFU), which state the following: chapter 7 cleaning, disinfection, and sterilization procedures. Chapter 8 reprocessing workflow for endoscopes and accessories. Chapter 9 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.